Event description:
The manufacturer received information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging visualization of particles in the air path. There was no report of serious patient harm or injury. The device was returned to the manufacturer for evaluation and the customer's complaint could not be duplicated or confirmed. The device was found to operate and alarm as designed.